Event description:
It was reported that a patient encountered alarms 20 and 30 upon configuring and starting to use their newly renewed tandem pump after four years. There was no reported adverse impact to the customer¿s blood glucose level. The customer was unable to resolve the issue despite assistance from technical support and reverted to using an insulin pen as a backup while a replacement pump was arranged. Customer reverted to insulin pens for insulin therapy.